Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7.1 had failed cubies due to read/write error code. A field service engineer (fse) reseated the row board cables on the back of each drawer, then used the hardware test application to pop all cubies and check for any debris underneath. The cubie with the error was already broken. The fse assisted with its removal, and the failure was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer 7.1 had failed cubies due to read/write error code. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.